Event description:
It was reported that the patient's ipg had reached end of life, and the leads were fractured. Surgical intervention was undertaken, and the system was explanted and replaced.

Manufacturer narrative:
B3: event date is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.